Manufacturer narrative:
(B)(4). Date sent: 9/13/2017. Batch# p9213c. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that before a unknown procedure, the package was damaged the sterility was not sure. No patient consequences . They used another device to finish the procedure.

Manufacturer narrative:
(B)(4).batch # p9213c. Device evaluation: the analysis results found that a harh45 device was returned outside its original package. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.